Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient perforation appears to be related to operational context. In this case it is possible that the reported perforation is a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was being used to treat left main artery (lm). While treating the lesion, a perforation was observed in the lm. The perforation was treated with a stent and the patient was in stable condition. In the physician's opinion, orbital atherectomy caused/contributed to the perforation.